Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was not working. A field service engineer (fse) replaced the controller and display to resolve the issue. The customer was able to inventory the refrigerator and confirmed the temperature reading was accurate. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the system refrigerator smart remote manager (srm) was not working. The customer stated that the user was able to retrieve medications from another refrigerator. There were no adverse events or injuries reported based on this event.